Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit on an unknown date. During a follow-up appointment 6 weeks post-procedure, the physician noted that the patient had apparently 'rejected' the mesh, as there was some slight vaginal bleeding and none of the mesh seemed to adhere to the vaginal tissue. No allergy testing was performed, but the patient reportedly did not have an allergic reaction to the mesh. The patient had 90% of the mesh removed and replaced with a cook sis biologic graft during an additional procedure on an unknown date. The patient, who is over 18 years of age, is reportedly in fine condition now.

Manufacturer narrative:
(B)(6). The complainant indicated that the device was not used past it's expiry date.